Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw went through the plate into the patients bone and the variable angle tabs in the plate broke while inserting the screw during a left distal radius procedure on (B)(6) 2018. The broken fragments were removed easily without any difficulty. The plate and screw were removed and a new plate was inserted. The procedure was completed with a surgical delay of about 10 minutes. The patient was stable after the surgery. This complaint involves two (2) devices. (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.